Event description:
It was reported that the patient admitted to hospital due to high blood glucose and was treated with insulin via intravenous on (B)(6) 2026. The duration of hospitalization was thirty days.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.